Manufacturer narrative:
After a final investigation by an expert panel, hamilton medical ag comes to the conclusion of complaint that this case is not reportable.

Event description:
The following was reported to hamilton medical ag: summary: device crashed during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: no patient harm was reported. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: device crashed during ventilation.